Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head did not interrogate a device. The rf head cable was found out of electrical specification. Analysis also found the upper case lens is cracked.

Event description:
It was reported that the radio frequency programmer head could not interrogate the device. The head was returned for service. It was indicated that there was no patient involvement associated with this event.